Event description:
It was reported that a tandem mobi cartridge alarm occurred. As a result, the customer's blood glucose level rose to 405 mg/dl. The customer addressed the situation by administering a correction bolus via the pump and did not require third-party assistance. Tandem technical support confirmed the alarm and decided to replace the pump. The customer was informed about the replacement process, including returning the problematic pump and receiving the new one with updated software. The customer acknowledged the instructions and agreed to the terms of the exchange.